Event description:
On (B)(6) 2018, I used 1 test strip with lot # 29415123 and got a reading of 3.2 (high for me). I'm in the range of 2.0 through 3.0. I received no ill effects from this strip. As per notice from roche, I stopped using this test strip and discarded the other test strip.